Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about three weeks after implant they were getting out of bed and got shocked 2-3 times. The device was on program 3 when patient was shocked and it wasn't helping their symptoms. Patient called the doctor's office and talked to the manufacturer's representative. He said it was normal to be shocked and to switch to a different program. Level 3 they couldn't use any more after got the shocks. There was no feeling, it was like it didn't exist, it was dead. They tried programs 1-7 and none of them worked. Went into the doctor office and rep reprogrammed stimulator at the doctor's office and said try those and that didn't work. The patient's kids came in and woke her up and jumped on her. Doctor blamed it on the kids, but patient said it didn't work before the kids jumped on her, and the doctor said it has to be replaced. On (B)(6) 2022 the surgical coordinator at the physician's office reviewed the chart and said the device was replaced (B)(6) 2021 and that the rep was at the explant. The patient had been seen in the office monthly (or more) after implant in 2021. Glancing through the notes she did not see the reason for explant and said she would have the nursing staff review the chart for further details.